Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, as the biopsy forceps were withdrawn, the covering was split at the device distal end. The procedure was completed with this device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a procedure performed on (B)(6) 2010. According to the complainant, during the procedure, as the biopsy forceps were withdrawn, the covering was split at the device distal end. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the device had a torn jacket coil at the distal end. Functionally, the returned device would opened and closed properly. The condition of the returned incident device was consistent with the complaint that the covering was split, since the returned device had a torn jacket. The most probable root cause is undeterminable since the failure was noted during withdrawal from the scope. Additionally, the directions for use (dfu) advises to "the packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged; inspect the shaft for any kinks or other damage. (B)(4).

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).